Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with a large, herniated hemorrhagic stroke. Care was withdrawn and the patient and the patient passed away on (B)(6) 2023. The cause of the stroke is unknown. No autopsy was performed, and the pump was not explanted.